Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, brown particles in the fill channel, missing shell (inconclusive) and creases. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one striated broken opening assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve.

Event description:
Documentation received from a patient representative states the patient noticed ¿watery like substance oozing from the left breast¿ at a post-operative follow up. Documentation states that after a couple weeks, ¿waiting for the swelling to go down¿, the patient thought ¿blood was oozing from the left breast¿ which the doctor stated was ¿betadine¿ leaking from the breast. The patient noticed the left breast ¿seemed to be getting smaller¿ but during revision surgery, there was no leak noted. Following revision surgery, the documentation states the implant remained ¿malpositioned, painful, and demonstrated a poor aesthetic appearance¿, patient had significant ¿tissue damage¿ and ¿pressure and heaviness on the left side¿. Documentation also alleges the patient has ¿suffered bodily injury and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life. The losses are permanent or continuing in nature, and patient will suffer them in the future¿. Health professional additionally reported "hole, non-specific." The device has been explanted.

Manufacturer narrative:
Device labeling: deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional additionally reported "hole, non-specific." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events described are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional information regarding the event, product, or patient details was requested of the reporter by allergan; no additional information is available. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. Examples of serious problems include disability, hospitalization, harm to offspring, and medical or surgical intervention to prevent lasting damage.

Event description:
Documentation received from a patient representative states the patient noticed ¿watery like substance oozing from [the] left breast¿ at a post-operative follow up. Documentation states that after a couple weeks, ¿waiting for the swelling to go down¿, the patient thought ¿blood was oozing from [the] left breast¿ which the doctor stated was ¿betadine¿ leaking from the breast. The patient noticed the left breast ¿seemed to be getting smaller¿ but during revision surgery, there was no leak noted. Following revision surgery, the documentation states the implant remained ¿malpositioned, painful, and demonstrated a poor aesthetic appearance¿, patient had significant ¿tissue damage¿ and ¿pressure and heaviness on the left side¿. Documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. The device remains implanted.